Event description:
It was reported that patient on the third day after laparoscopic stereotactic anterior resection and stoma creation. A bladder catheter was inserted during surgery. At around 11:45 on the (B)(6) 2024, a nurse visited the room during cleaning care and discovered that the bladder catheter had naturally fallen out. There was no fixed water. They confirmed that it had been removed all the way to the tip. Patient experienced no pain. After removal, it was confirmed that the balloon had inflated when fixed water was injected. Reported to the attending physician and instructed to reinsert after consultation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient on the third day after laparoscopic stereotactic anterior resection and stoma creation, a bladder catheter was inserted during surgery. At around 11:45 on the (B)(6) 2024, a nurse visited the room during cleaning care and discovered that the bladder catheter had naturally fallen out. There was no fixed water. They confirmed that it had been removed all the way to the tip. Patient experienced no pain. After removal, it was confirmed that the balloon had inflated when fixed water was injected. Reported to the attending physician and instructed to reinsert after consultation.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the reported event was confirmed as cause unknown to dent in material (asymmetrical balloon). UDI format updated with available product information per gudid.